Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The patient was reportedly "in his fifties." During the procedure, the anchor balloon leaked. There were no warnings or error messages, but the user could not see the balloon on the ultrasound. The physician completed the procedure with another of the same device with no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date can not be determined. (B) (4)